Event description:
It was reported that the pump touch screen was missing pixels and the touch screen was unreadable. Reportedly, the screen had ink blots that blocked graphics and text. Customer's blood glucose ranged from 115-116 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Device evaluated by MFR: device not returned.